Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a male pt, initials unk, with osteoarthritis of left knee (kellgren-lawrence grade 3). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous use of synvisc (first course) at age of (B)(6). On an unspecified date, the pt initiated treatment with intra-articular injection of second course of synvisc (hylan g-f 20) in left knee (dosage regimen not provided). On (B)(6) 2004, the pt received second injection of synvisc in left knee. The lot number of synvisc was not provided. On (B)(6) 2004, the pt experienced synovitis of left knee. On an unspecified date, pt received treatment with 1.3 cc betamethasone. Twenty four hours later, on (B)(6) 2004, synovitis of left knee recovered. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of left knee was mild. The reporting physician assessed the relationship between synvisc with synovitis of left knee as definitely related. Follow-up information was received on (B)(4) 2013 and the pt initials were reported as (B)(6).